Event description:
Customer alleged overbed table came apart from the base. Minor injury alleged.

Manufacturer narrative:
Consumer stated that she leaned on the overbed table to get into bed and the base came apart, allegedly causing her to fall. The consumer had recent brain surgery prior to the incident. The consumer stated that she was going to the doctor for other reasons and for the fall as well. The consumer stated that she falls frequently and has issues with remembering. Invacare overbed tables have a weight limitation of 25 lbs. The tables are not intended to be used for assistance getting into or out of bed.